Event description:
Caller reported blood glucose results of 217 mg/dl on compact plus system 1, 105 mg/dl on compact plus system 2 within 10 minutes. Customer used the same drum of strips in both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(4) is compact plus system 1, medwatch with (B)(4) is for compact plus system 2.